Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) lead exhibited high capture threshold and high pacing impedance. The ra lead is not used and replaced. The patient was in stable condition throughout the procedure.